Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01553.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated MDR numbers: 1225714-2013-01552 and 1225714-2013-0553.

Event description:
The additional information clarified the patient experienced a cardiac event and subsequently expired.

Manufacturer narrative:
1225714-2013-01552 is the correct manufacturer report number; 1225714-2013-0553 is incorrect.additional information has been requested and will be submitted upon receipt accordingly.this is one event for the same patient involving two separate products. The associated manufacturer report numbers: 1225714-2013-01552 and 1225714-2013-01553.